Event description:
It was reported that the pump battery would not charge despite attempts using different outlets and adapters. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised to use a manual insulin delivery method as a backup, and technical support arranged for a replacement pump.